Event description:
This event is being filed as the clip became caught on the soft tip of the steerable guide catheter and could not be removed. A difficult to remove device has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the transseptal puncture was performed and no significant atrial septum defect was created. Due to the patient's anatomy being "twisted", the clip could not grasp the leaflets. It was decided not to continue with the procedure and remove the clip without deploying it. During removal of the clip delivery system (cds) with the undeployed clip, the clip became caught on the soft tip of the steerable guide catheter (sgc). Troubleshooting maneuvers were performed, but the clip could not be removed from the soft tip. The cds and sgc were removed as one unit from the anatomy. There was no patient injury. After removal of the devices, the sgc soft tip was observed to be torn. Post procedure, the degenerative mitral regurgitation remained at the preprocedure grade 4 and the patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported failure to grasp could not be replicated as this reported issue is specific to patient conditions. The difficulty removing the cds / clip caught on guide tip could not be replicated in the testing environment as the device was not returned in a condition in which the test could be performed. The cds was returned within the steerable guide catheter (sgc). The cds sleeve shaft was found to be wrinkled immediately distal to the cds handle body. However, as this damage was not reported, the wrinkle was most likely caused by the troubleshooting attempts to free the clip from the guide tip and/or post-procedural handling / shipment of the device. The wrinkle in the sleeve shaft likely does not appear to be related to the reported event. The devices were manually separated. Potential causes for the reported failure to adhere or bond are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements, including verification that the clip and its components functioned as expected. There were no nonconformances identified for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. The user did not report any issues while functionally inspecting the cds during device preparation, which is an indication that the device was initially functioning properly during functional inspection prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the patient had a twisted anatomy, which likely resulted in the difficulty in grasping the leaflets. Based on the information reviewed, the reported difficulty in grasping the leaflets / failure to adhere or bond appears to be related to patient / procedural conditions. There does not appear to be any evidence of a quality deficiency associated with the clip. The sgc used during the procedure was returned with tears in the soft tip, which is consistent with the clip getting caught on the guide tip, resulting in the clip components (frictional elements of the grippers) digging into and tearing the tip material. In this case, it is likely that due to the orientation of the clip upon removal, an interaction between the clip and the tip of the sgc occurred. This interaction would cause the difficulty removing the cds/clip getting caught on the guide tip, and resulted in tears in the sgc soft tip. Based on the information reviewed and the analysis of the returned devices, the reported difficulty removing the cds and damage to the sgc appear to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency.

Event description:
Subsequent to the previously filed medwatch, additional information received: the tip of the steerable guide catheter was straightened and the clip was closed prior to removal.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.